Event description:
The customer reported that the insulin pump was giving him too much insulin, and sometimes his blood glucose drops. The caller mentioned that the insulin squirted out, and the drive support cap was protruded. Troubleshooting was performed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion test due to prime alarm. The insulin pump was received with scratched lcd window.